Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during in use on a pt in ICU, a hospital staff noticed that the ventilator only gave a visual alarm but no audible alarm. The pt was switched to another ventilator. Please note that the ventilator was giving gas delivery normally despite the audible alarm issue. The ventilator was checked its alarm condition before use on a pt and no failure was detected. Please also note that there was no serious injury in this event.